Event description:
It was reported that the patient experienced a burning sensation and stinging at the implantable neurostimulator site. The event occurred during normal use. Impedance testing was done and showed high impedance >40,000 ohms at electrodes 0-9, and 12. The manufacturer representative reprogrammed high density (hd) stimulation using electrodes 13, 14, and 15. The patient was not experiencing any negative symptoms at that time and was noted to be alive with no injury. The patient refused any further testing,evaluation, and treatment by any manufacturer or hospital staff. The physician also discussed further plans with the patient, but the patient still refused any further care. Twelve days later it was noted that the patient was receiving effective therapy with the hd programming. The physician stated that there was no further need to reach out to the patient and the physician did not wish for the manufacturer representative to contact the patient. No further outcome or interventions were reported regarding this event. If additional in formation is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).